Event description:
Surgeon discovered a piece of implanted mediport broke off in patient. Service coordinator notified. This type of product was exchanged for a cheaper brand; inventory should keep a few of the more expensive brand stocked.